Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed that there was no malfunction of the system, but the customer requested an onsite visit to assist the ongoing procedure. A philips field service engineer (fse) went onsite and confirmed that the system was confirmed to be operating per specifications. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Troubleshooting found no problem with the system and was confirmed to be operating per specifications and the fse deemed that the system was in use in good working order. Based on the investigation results, philips concluded that the complaint is not reportable.